Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reaction." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00515 / 00516). Product requested, not yet returned.

Event description:
Patient was revised on the right side approximately five years post-implantation due to adverse reaction to metal debris (armd) and unknown mechanical complications. The acetabular cup, femoral head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay product evaluation results.(B)(4).review of manufacturing history revealed no evidence of product nonconformance. During the examination, wear was noted on the femoral head that is indicative of edge loading or subluxation. All components examined displayed evidence of damage that most likely occurred during explantation. The most likely root cause of these events is malpositioning or joint laxity; however, a conclusive root cause cannot be determined with the available information.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. (B)(4).